Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) reported that another safety disk was replaced, grease was applied, and the patient interface module (pim) test passed a few times. Subsequently, all safety, functionality, and calibration checks and all tests passed to factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while replacing the safety disk which was due for replacement, the new safety disk installed was unable to pass the membrane test. At a later date, the safety disk was still unable to be changed despite the addition of grease and the same error was observed. There was no patient involvement, and no adverse event was reported.

Event description:
N/a

Event description:
It was reported that during a routine service visit performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump was unable to pass the membrane test after a new safety disk had been installed. The fse troubleshot by adding grease to the safety disk, but the same issue occurred. This is a failure upon installation of the safety disk. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected faulty safety disk was returned to getinge's national repair center (nrc) for failure investigation. An nrc technician inspected the safety disk and no visual damage was observed. The safety disk was installed into the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure and all testing passed. The safety disk was then sent to getinge's production department per procedure. Production then verified the failure of the safety disk failing the membrane leak test with readings out of factory specifications. The safety disk failed testing and was retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.